Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
E1: 724-772-6000 ext. 298253. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed accuracy test +8.6%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
D9 date returned to manufacturer: 25-jul-2024. One device was returned for evaluation. The reported infusion accuracy issue was confirmed during functional testing. The cause was traced to an out of specification expulsor. The expulsor was trimmed to correct this issue. The device passed all functional tests after repair.